Manufacturer narrative:
(B)(4). Date sent: 5/19/2021. D4: batch # u93c0v. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch device was returned fully deployed and the bag was returned loose. Upon evaluation, the bag was noted to be torn at the middle and bottom end (not at the seams). The torn portion was noted to be stretched. In order to evaluate the internal components, the device was disassembled. Upon disassembly of the device, no anomalies were noted with the internal components. It should be noted that product failure is multifactorial. A potential cause for the torn bag is attempting to remove the bag with specimen through the trocar or attempting to force the bag through the access site, as this may lead to bag rupture and spillage of contents. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u93c0v. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy procedure, the bag broke. Irrigation was needed to remove the pieces of the bag. Another like device was used to complete the procedure. There were no adverse consequences for the patient.